Event description:
It was reported that the patient had syncope due to the right ventricular lead oversensing the atrial signal. The physician decided to replace the rv lead and during the revision procedure it was difficult to get acceptable values with the new rv lead. After repositioning several times the physician decided to check measurements on the old rv again. The physician found no anomalies and the values were acceptable. The new rv lead was removed and not used. The old rv was reused and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation had cosmetic environmental stress cracking. It was also noted that there was blood/body fluid on all conductors (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was tissue on helix.